Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. The devices were discarded.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, a patient underwent an implant of a 26mm sapien 3 ultra valve, in aortic position, by transapical approach. During deployment of the valve, the balloon burst radially when it was fully inflated (no extra volume was added). The native valve calcification degree was moderate, and no bav was performed prior to valve deployment. The certitude delivery system was removed through the sheath. At this point, the certitude was divided in two parts: certitude delivery system distal part of the balloon with the yellow nosecone and the internal metallic lumen, remained inside the ventricle. A snare catheter was successfully used to capture the half part of balloon and removed it all together within the sheath. A new sheath was inserted for post-dilating the deployed sapien 3 ultra and ensured complete expansion. The final position of the valve was acceptable. The patient remained stable and the final patient outcome was good.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Imagery was provided from site and following observed: the balloon was radially burst. The delivery system distal tip separated. The inflation device was shown with blood attached to certitude delivery system. Calcification was present in the patient's native annulus. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst, distal tip separation, and withdraw difficulty through sheath were confirmed based on evaluation of returned imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the complaint description, ''during deployment of the valve, the balloon burst radially when it was fully inflated'', the certitude delivery system was divided in two part.'' Additionally, ''the valve calcification degree was moderate,'' as per the complaint description. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed.